Event description:
During the index procedure an endeavor sprint drug eluting stent was implanted in the rca. Approximately 54 months post the index procedure the patient expired. Death was non-sudden. Investigator has indicated the patient death was not related to the study device.

Manufacturer narrative:
Evaluation results and conclusions: (death). (B)(4).